Event description:
A ventilator was returned to the MFR for service. There was no allegation of device malfunction. The device was not pt use. During the eval of the device at the MFR's service center, a failure related to the power mgmt board and the remote alarm connector were observed. The device's power mgmt and interface boards were replaced to address the issues.